Event description:
It was reported that the pump battery was depleting too quickly. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.